Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2013, the patient contacted animas alleging that the pump¿s screen was fading and characters were turning red. No additional information was provided. Animas customer support made several attempts to reach patient to obtain additional information and review pump; however, were unsuccessful in their follow-up attempts. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.